Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a low battery alert and changed the insulin pump was not turning on. The customer tried different batteries but the display did not return. Blood glucose value is unknown. The customer disconnected the call and troubleshooting could not be completed.